Event description:
Pt had right knee arthroscopic acl reconstruction, revision using achilles tendon allograft, removal of button/stitches in 2006. Pt had MRI which revealed typical findings seen with calaxo screw as it is absorbed which is some widening of the tunnel. Impression of the mr - inflammation around the screw. There is evidence of an intraligamentous ganglion which extends into the tibial tunnel to the interference screw. There is small joint effusion.

Manufacturer narrative:
Product recall initiated aug 21, 2007.